Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was unconfirmed since the problem could not be reproduced. One 4 fr powerpicc catheter was returned for evaluation. The catheter winged hub was secured to a statlock securement device. Dried blood residue was present on the catheter. The catheter was flushed with water using a 12 ml syringe and was found to be partially occluded. Additional flushing resulted in the dislodgment of the partial occlusion source. The catheter was pressured, and no leaks were observed. The interface locations between the hub and the catheter and extension tubing were manipulated during pressurization and no leaks were noted. Microscopic observation of the surface of the catheter did not reveal any apparent splits or damage. Since no leaks were observed during inspection and functional testing, the complaint could not be confirmed.

Event description:
It was reported that the leakage was found on catheter connector around the part secured with stat lock of power PICC which was placed on (B)(6). No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the leakage was found on catheter connector around the part secured with stat lock of power PICC which was placed on september 5. No other information was provided.